Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was 163 mg/dl at the time of incident. Customer reports the insulin pump's buttons were pressed for a longer time but no one was touching the insulin pump. Customer states they did not press a button down for 3 minutes or longer. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).